Event description:
It was reported that while in the cardiac cath lab, the intra-aortic balloon (iab) was prepared per instruction. The md "went to insert the iab through the sheath and it bound up at the distal end and the md could not advance it through the sheath." As a result, the md requested another iab and this iab was inserted without incident. There were no reported patient complications. Reference MDR # 1219856-2010-00207 for the second report.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.